Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: signal failure and flickering. Probable root cause: ¿ cables, connectors, sources, or sinks; ¿ capture card, motherboard, power; supply; ¿ sdc firmware; ¿ over-heating; ¿ sdc application software, clarity package; ¿ clarity algorithm; ¿ manufacturing defects; ¿ use error.

Event description:
It was reported that there was loss of visualization during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences, medical intervention or surgical delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of visualization during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences, medical intervention or surgical delay.